Manufacturer narrative:
The location of the lead is not known at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this lead could not be implanted due to an unknown product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Continuity testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.